Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). The baxter technician found the hook was broken and needed to be replaced. In the instruction for use for universal sling bars (7en160185), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift. The technician replaced the sling bar to resolve the reported event. Based on this information, no further action is required. Although there was no serious injury associated with the reported event, if the sling bar hook break were to recur, it could contribute to a serious injury or death. Therefore, baxter considers this complaint a reportable malfunction.

Event description:
Baxter received a report that likorall 242 s, white had sling bar hook broken. This occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.